Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the investigation results, the scope communication error (b30) was resolved after replacing the scope connector (u plug unit), universal cord (ad cable), and printed circuit board (ad board). The most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the gastrointestinal videoscope presented a scope communication error code, b30. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.